Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the application failed to launch. A technical support specialist referred to knowledge article 000011541 "med application not launching automatically, station at blue screen" & 000011447 "how to manually install rss agents & rss component manager". A technical support specialist installed version 4.12 of the remote support services and adjusted the path to incorporate "(x86)" for the dependencies.xml file. After rebooting the station, the med application was successfully launched. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system was unresponsive and stuck on the screen. The customer reported that the malfunction occurred when user trying to issue the medication to patient and there was no delay in dispensing the medication. There were no adverse events or injuries reported based on this incident.